Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was found to be in safety mode when it was interrogated by a physician. The patient was in the operating room (or) for an unknown procedure using electrocautery. The associated patient and device serial number information was not provided. Boston scientific technical services (ts) explained to the boston scientific representative (rep) that with the device in safety mode, limited critical therapy remains available to the patient but the device requires replacement. Ts also provided guidance related to the electrocautery procedure to either program off tachy shock therapy or apply a magnet to the crt-d device. The rep then entered the operating room and discussed this with the physician. The rep indicated there was no effect on the procedure and there were no adverse patient effects. Information indicates the device remains in-service at this time but that the patient is expected to be scheduled for a device replacement.